Event description:
A report was received that the patient's lead was broken during the trial procedure. As the physician was trying to remove the lead, the stylet got bent and the lead was spliced at the tip before the contacts. The physician removed a part of the broken lead while the end part was still inside the patient's body. No further course of action will be taken.

Event description:
A report was received that the patient's lead was broken during the trial procedure. As the physician was trying to remove the lead, the stylet got bent and the lead was spliced at the tip before the contacts. The physician removed a part of the broken lead while the end part was still inside the patient's body. No further course of action will be taken.

Manufacturer narrative:
The complaint has been confirmed. Visual inspection found that electrodes # 1, 2, 3, 4, 5 on the distal end are missing. When the physician was trying to remove the lead and the stylet got bent when the physician was trying to advance the lead. It got caught on the tip of the needle and the lead broke. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle's bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.